Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose had been high of 405 mg/dl. Customer treated her high blood glucose with insulin injection and insulin pump. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.